Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm x 8.6 cm abdominal aortic aneurysm approximately 8 months ago. Vessels were moderately tortuous. The investigator assessed there was a type iii leak (subtype undetermined) and the aneurysm was 4.5 cm x 8 cm is at the 6-month follow-up CT. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: no films available for this case. Endoleak. Moderately tortuous arteries. No films are available for this case.